Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2014 coil embolization of the patient's left subclavian artery was performed to treat a type ii endoleak. The patient tolerated the procedure.

Event description:
On (B)(6) 2014, this patient underwent treatment for a penetrating aortic ulcer (pau) and a descending thoracic aneurysm was implanted with two conformable gore® tag® thoracic endoprostheses with the most proximal ctag® device having been placed just distal to the brachiocephalic artery. Surgical debranching of the left common carotid artery and stenting of the right and left internal iliac arteries was also performed at this time. The patient tolerated the procedure. On (B)(6) 2014, follow up computed tomography (CT) determined a type ii endoleak with involvement from the left subclavian artery (lsa).

Manufacturer narrative:
Patient concomitant medical products: amlodipine, benazapril, lasix, demerol, omeprazole, potassium chloride, pravastatin, phenergan, ambien. Additional devices implanted: tgu454515/13160085, tgu454520/13219316. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. "Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices."